Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 0 and 355 mg/dl. Tests were done within 10 munutes. No further info has been reported.